Event description:
During an uneventful plasma donation the donor experienced a sharp "shooting" pain at the venipuncture site. Donor then developed paleness, dizziness/light headedness, weakness, nausea, sweating, severe anxiety and deep raid respiration. Donor was attended by the medical supervisor but their blood pressure dropped to 67/48 with a pulse 96ppm. The donor was given 500 ml of saline but donor still complained of numbness in donor arms and legs. The medical supervisor gave the donor two turns twice but donor still complained of abdominal cramping and the need for a bowel movement. The donor was then given 10 ml of 10% calcium gluconate in 200 ml saline but the IV infiltrated and only about 25 ml was infused. The donor was then assisted to the restroom where donor voided and had a bowel movement. Donor continued to improve and was eventually released in stable condition.